Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.(B)(4).

Event description:
Information received from the healthcare professional (hcp) reported that in (B)(6) 2014 the "something broke inside" the patient and their entire implantable neurostimulator (ins) system was explanted. Additional information received from the patient reported that they had fallen and fractured 3 electrodes and "it ran out" the ins battery. The indications for use for the implanted device were noted chronic low back pain and spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See manufacturer's reports #3007566237-2016-01012 and 3007566237-2016-01013 for the patient's other device issue.